Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states power supply required message and was not able to use the device, in spite of using few other power supplies and chords. There was no serious patient harm or injury. No medical intervention was specified by the patient.  The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.